Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During the procedure, the real time pc (rtpc) disconnected and the "no image processing, please wait" message was displayed due to a failure of the image database. The system enters "bypass" mode, where only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. The "bypass" mode is a mitigation for this kind of failure scenario so a procedure can be aborted in a controlled manner if necessary. As a system reboot did not resolve the problem the procedure was then continued and finished using an alternative system. It was identified from logs that the file creation failed due to a software error in the image processing isolation layer that passed an invalid block ID to the rtpc for memory allocation, resulting in a fatal error followed by rtpc application failure. The rtpc recovered on its own and the system entered normal mode, but the problem persisted every time a footswitch was pressed as the database file (ifs.bat) was corrupted due to an invalid block. The rtpc software was reinstalled, image disk was formatted, and the database was recreated as part of service activity. Afterwards, the system works as intended. No similar issues were observed from other sites with the same sw version. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.